Manufacturer narrative:
Device code: (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a balloon dilation procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon burst while being inflated to 20mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.